Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 323 mg/dl and 435 mg/dl. Customer stated that, the issue with the insulin pump had never encountered before no delivery alarm during manual prime. Customer stated that, the insulin did exit. Customer advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units and the insulin pump did not alarm no delivery. Customer treated high blood glucose with manual bolus. The insulin pump was working as per troubleshooting. Customer will monitor and call back if issue persists. The device will not be returned for analysis.